Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. As received, a complete lead was returned in two pieces for the analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the hospital post-procedure and the pacemaker was found to be in backup vvi mode and exhibited high capture threshold. While the right ventricular lead also exhibited a high capture threshold, and the physician alleges the connectivity between lead and set screw could contribute to the allegation. The physician explanted and replaced the active system - pacemaker and right ventricular lead to resolve the issue. The patient experienced no consequences.

Event description:
New information noted that the device was programmed to vvi mode during the initial implant procedure and post-procedure follow-up, the device exhibited a high capture threshold issue.